Manufacturer narrative:
Event occurred in (B)(6). Investigation of the returned device verified the display was missing segments. However, by design, the specific segments failed in such a way as to prevent the presentation of actual numeric values.

Event description:
Patient reported that segments in the result area of the compact plus meter display are "weak." Patient indicated that, because he was unable to correctly interpret the displayed result, he administered "too much insulin" (amount/type not provided). Twenty minutes later, patient reportedly lost consciousness. An unspecified time later, patient was transported to the hospital where he remained, overnight, for treatment. No information about treatment received was provided. The manufacturer requested the return of the suspect product for evaluation.